Event description:
It was reported that the patient indicated that in (B)(6) 2021 his inflatable penile prosthesis (ipp) stopped working. A computerized tomography was performed and showed that the system lost fluid. The patient requested a revision surgery to replace the device. No patient complications were reported.

Manufacturer narrative:
Date of event: the exact event date is unknown but it was indicated that the device stopped working in (B)(6) 2021. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.